Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent l3 kyphoplasty due to vertebral crush fracture. Posterior right pedicle of the vertebral body was being treated. Intra-op, while filling the vertebral body, the cement hardened in the cannula. Cement was stored at proper temperature(s) before and during the procedure; and was mixed for around 30 seconds. The consistency of the cement was verified at 3 minutes; and the surgeon connected the cement cartridge and gun to the trocar and began injecting at around 4 minutes post mixing. Filling began as usual with adding some cement then switching back and forth between ap and lateral images to verify correct filling. At approximately 11 minutes post mixing, the surgeon attempted to use the inner stylet to push the remaining cement in the cannula into the vertebral body but the cement hardened and could not be injected. He then removed the cannula but a 3 inch cement tail was left in the patient's soft tissue. He then tried to use a second trocar to retrieve the cement tail. Approximately 10 minutes were spent trying to extract the cement tail but the efforts were unsuccessful. The patient was doing fine but would be undergoing treatment to get the tail removed.